Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) between 431-517mg/dl. The cause of the elevated bg was unknown. Customer delivered boluses via the pump and administered manual injections to address bg. System check was performed with tandem technical support and no issues were identified. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.